Manufacturer narrative:
Additional information: section e1. Title, dr. Section e1. First name, (B)(6). Section e2. Health professional? Yes. Section e3. Occupation, physician. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H6. Component code: 427 - circuit board; h6. Component code: 486 - motor(s); h6. Investigation findings: 180 - mechanical problem identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a 209 galvo error on their intralase femtosecond laser during a procedure. The error stopped the procedure and resulted in an incomplete side cut. Procedure was not completed, and patient was reschedule for lasik or photorefractive keratectomy (prk). No further information provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as laser system is not an implantable device. Device evaluation: field service engineer (fse) was onsite and replaced the z stepper and printed circuit board to resolve the issue. System performing to specification. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue was traced to component failures. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.